Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Engineering found the instrument was received with the retracting knob fully retracted and the articulation lever partially disengaged from the articulation knob. Visual inspection of the cartridge revealed that the reload was a partially fired with the adapter broken. Functional testing, an access hole near the trigger mechanism was observed in the device. Through it a broken rack tooth was observed broken. When functionally tested it was noticed that the firing rod advanced without a sulu loaded to the instrument and the pawl in the grasper assembly was not pivoting, confirming pmv findings. The body was opened in order to evaluate the inside assembly of the instrument. It was noticed that the spring support wedge was broken. Functional testing of the loading unit could not be performed due to the damage to the adapter. Visual and functional testing of the returned product confirmed the product did not meet specifications that were tested regarding the reported condition due to the spring support wedge was broken. Product analysis indicates that the device was used in a surgical procedure. Replication of the sheared teeth, bowed anvil, and buckled knife bar conditions may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. It was noticed that the spring support wedge was broken. This would cause the firing rod to advance without a sulu loaded and as a consequence to break the rack tooth. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
This product was returned with no reported condition.